Event description:
Info received indicates, the nurse call will not work from any position on the bed.

Manufacturer narrative:
The tech isolated the issue to a stuck nurse call switch on the right head siderail. The tech replaced the right caregiver control to repair the bed.